Manufacturer narrative:
(B)(4). Date sent: 06/02/2025. D4: batch #309d13. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage, with a tyvek, and with an gst45d reload loaded on the device. The reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. The event described of malformed staple could not be confirmed as no malformed staples were observed. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 309d13, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, it was observed that the clips were locked during firing. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 05/28/2025. D4: batch#: unk. B3: only event year known: 2025. Additional information was requested, and the following was obtained: 1. Was the firing sequence started but not completed? Yes, if yes: did the device deliver any staples? Yes. If yes, were the staples formed properly? No, the staplers were malformed. If yes, was the staple line complete? Did not reply. 2. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line? No, no issue with cut. 3. Was there any difficulty opening the device jaws? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #: psee45a, with lot/batch#: m9au90, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.